Event description:
During an ercp procedure for diagnosis, the needle of the needleknife fell off the device. The needle fell into the duodenum near the ampulla and was retrieved with biopsy forceps. Another needleknife was used to successfully complete the procedure. The patient's condition was reported as being fine after the procedure. The device was destroyed by the user facility and, therefore, will not be returned to this manufacturer. Since the device was not returned, a failure analysis could not be performed. It cannot be determined if the product met specifications because the product was not returned. The company is unable to determine the relationship between the device and the cause of this event without the product.